Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead system exhibited a low, out of range, shock lead impedance measurement. Additional information was received that the patient was seen in the clinic with impedance and other lead measurements within normal limits. No diagnostic tests were performed. Hence electromagnetic interference (emi) was suspected. The patient will be continuously monitored. No adverse patient effects were reported. The device and lead remain in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.